Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced toxic anterior segment syndrome. Diagnostic cultures were performed. Treatment was provided. First, dexamethasone subconjunctival injection was given. Later arbekacin sulfate subconjunctival injection was given. The lens was later removed. It was reported that the patient had a history of an allergy (hay fever), and the steroids were not working. Cause of the event is unknown.

Manufacturer narrative:
3331 - device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
B5: no diagnostic cultures performed. Claim# (B)(4).